Manufacturer narrative:
(B)(4). Evaluation statement: the reported event of false air in line alarms was not identified. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that 7 alaris pump modules are giving air-in-line alarms without visible air in the tubing.